Event description:
It was reported that the right ventricular (rv) lead exhibited one under-sensed premature ventricular contraction (pvc) on current electrogram (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.